Event description:
It was reported that a malfunction occurred on the pump during a software update, although no issues were noted on the computer. There was no adverse impact to the customer's blood glucose level. Technical support assisted the customer with resetting the pump, and the malfunction code did not recur. The customer was informed they could continue using the pump and advised to contact support if the issue reappeared.